Manufacturer narrative:
Customer used the reference electrode with electrode cover on for the measurement. This was determined to be the root cause of the issue.

Manufacturer narrative:
After the patient sample was tested on (B)(6) 2020, the electrodes were exchanged. On (B)(6) 2020, there was a variation in ise values during an ise check that was performed. Calibration then failed. A system reagent was replaced and the reagent priming was checked. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect values were reported outside of the laboratory. The reporter stated that on (B)(6) 2020, a calibration error occurred on the analyzer, but this was resolved after re-calibration. The sample initially resulted with an na value of 218 mmol/l and repeated as 218 mmol/l. The sample was repeated a second time, resulting with a value of 138 mmol/l. The 138 mmol/l value was believed to be correct as it was similar to a previous result. The na electrode lot number and expiration date were requested, but not provided.